Event description:
It was reported that the following error message was displayed ' cannot access manager'. An investigation is required.

Manufacturer narrative:
Please refer to the attached analysis report.

Event description:
It was reported that the following error message was displayed ' cannot access manager'. An investigation is required.